Manufacturer narrative:
The explanted devices were not returned to bsn for analysis, as they were discarded by the medical facility. A review of the mfg documentation of the explanted devices found no anomalies or deviations potentially related to the event occurred during mfg. A review of sterilization records found them to be satisfactory. This is the final report.

Event description:
A report that the pt's precision system was explanted, due to infection was received. No add'l info is available. The pt is doing well.